Manufacturer narrative:
A request for ethnicity, race and weight was requested. However, no additional information was received. (B)(4). The system was evaluated by a field service engineer (fse). The fse checked the laser following report of diffuse lamellar keratitis (dlk0 on one patient and no issues were found. Passed all tests. System meets jnj specifications. The review of the device history record (DHR) for excimer laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
On july 25, 2022 the jjsv application support manager received a message from the customer site who reported that a patient who had surgery on (B)(6) 2022 presented diffuse lamellar keratitis (dlk) one day post-op on both (ou) eyes but worse on the right (od) eye. It was reported the patients visual acuity on (B)(6) 2022 was 20/20 on the right (od) eye and 20/15 on the left (os0 eye. Topical steroid and anti-biotic drops increased 4 x¿s a day. There was no loss of best corrected visual acuity (bcva). No additional information was received.